Event description:
During a low anterior resection procedure, 2 or 3 staples malformed at 1st firing at the center of the staple line. Case was completed by additional suture. There was no adverse consequence to the patient.